Event description:
MFR rec'd a report of a pt catching his finger in the frame mechanism of a recliner. This incident resulted in the finger being amputated. No malfunction has been reported and the chair is still in use.